Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) was used to treat a (B)(4) female patient in cardiopulmonary arrest. The patient was placed on the autopulse platform, and the compressions were performed for 10 minutes. Then, the platform stopped compressions and displayed "pull up lifeband and press restart" error message. The user pulled up the lifeband and pressed restart button, but the platform did not perform compression. The crew performed manual CPR for 5 minutes. However, return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead at the hospital. Patient's cause of death was determined to be myocardial infarction. Per user, the autopulse platform system interruptions did not contribute to the patient's death. Per paramedics, the patient was in rigor mortis (postmortem rigidity) when the person in charge of day-care found the patient.